Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a power on reset (por). Additional information reported that the patient was attempting to use their patient programmer to increase stimulation when the por occurred. No patient symptoms were reported. The patient stated that they would call their healthcare provider. There were no complications or that no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.